Event description:
It was reported an angio-seal device was selected for use. A pt underwent an angioplasty to a restenosed stent in the iliac artery and an embolectomy in the left leg. Prior to deployment, a femoral angiogram was completed that showed the puncture was in the common femoral artery. There were no deterrents observed prior to deployment. Hemostasis was not achieved and manual compression was applied for twenty minutes. A good pulse was present. Twenty-four hours post procedure, the pt underwent surgery. Surgical findings revealed that the vessel flow at the sight of the embolectomy was found to be poor. The angio-seal with collagen was found to be completely in the vessel and the suture was protruding through the arteriotomy and was in the tissue tract. The device was removed, the vessel was repaired, the clot extracted and the pt has made a full recovery. The implant, explant, and event dates are month specific. The exact details are unk, but were reported sometime in 2009.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participant in the angio-seal physician instruction program or equivalent.